Manufacturer narrative:
Patient code: (B)(4). It was reported that the patient underwent a hernia repair surgery on (B)(4) 2013 and physiomesh and covidien were implanted. It was reported that following procedure the patient expereinced abdominal pain, constipation, nausea, fistula, and pain. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 7/22/2019. Additional narrative: it was reported that the patient experienced adhesion, rash, fever and constipation after the procedure.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.